Manufacturer narrative:
H10: one used ch2000s-c spinning spiros was returned connected to luer lock syringe. It was functionally tested and found to leak during testing at the o-ring poppet interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history report (DHR) lot# 4763178 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros attached to an epi chemotherapy syringe that leaked on to the gauze during administration. The gauze was changed, but the leaked continued. The syringe was then discarded, and it was unknown how much the patient received, and how much leaked. There was patient involvement, but no harm reported. This is the first of two events reported.